Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the past years from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 19805533.

Event description:
It was reported that patients implantable pulse generator will take longer to charge. It was noted that patient was experiencing inadequate stimulation due to leads had high impedances. Reprogramming was done but was unsuccessful. X-ray confirmed that there were no lead fractures. The patient underwent an ipg and lead replacement procedure. The patient was doing well post operatively. The explanted device will not be return as it was discarded at the facility.